Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 05-sep-2023. The most recent information was received on 12-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("as the device is broken and has migrated") and device dislocation ("essure and migration") in a female patient who had essure inserted (lot no. C26934) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion medically important), device dislocation (seriousness criterion medically important), headache ("headaches"), sleep disorder ("sleep disorder"), memory impairment ("memory disorders"), aphasia ("dysphasia"), tendonitis ("tendinitis"), fatigue ("fatigue"), bruxism ("bruxism"), tooth disorder ("dental problems"), visual impairment ("vision disorders") and emotional disorder ("uncontrollable emotionality") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remova essure scheduled on (B)(6) 2023). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device breakage, headache, sleep disorder, memory impairment, aphasia, tendonitis, fatigue, bruxism, tooth disorder, visual impairment, emotional disorder, weight increased or device dislocation. The reporter commented: up to the present, the explanation has not been performed, it will take place this (B)(6) 2023. As the device is broken and has migrated, this will involve removal of the tubes, uterus and probably ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Batch no c26934, production date 2014-02-17, expiration date 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-sep-2023: quality safety evaluation of ptc. We received a lot number in this case.a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 05-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("as the device is broken and has migrated") and device dislocation ("essure and migration") in a female patient who had essure inserted (lot no. C26934) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion medically important), device dislocation (seriousness criterion medically important), headache ("headaches"), sleep disorder ("sleep disorder"), memory impairment ("memory disorders"), aphasia ("dysphasia"), tendonitis ("tendinitis"), fatigue ("fatigue"), bruxism ("bruxism"), tooth disorder ("dental problems"), visual impairment ("vision disorders") and emotional disorder ("uncontrollable emotionality") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remova essure scheduled on 12-oct-2023). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device breakage, headache, sleep disorder, memory impairment, aphasia, tendonitis, fatigue, bruxism, tooth disorder, visual impairment, emotional disorder, weight increased or device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.